Event description:
It was reported that the left ventricular (lv) lead was causing diaphragmatic stimulation. The patient presented in the operating room on (B)(6) 2018 for a scheduled lead revision procedure. Approximately 3 months prior to the procedure, the lv lead was disabled as all the pacing vectors at that point were causing diaphragmatic stimulation at normal outputs. During the procedure, the lead was extracted and a new epicardial lv lead was implanted without adverse event. The patient was stable before, during and after the procedure and will continue to be monitored.